Event description:
A malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted in doing so successfully, after which the malfunction did not recur. The customer was advised to continue using the pump.